Event description:
It was reported that twice an appropriate shock for ventricular tachycardia (vt) by the subcutaneous implantable cardioverter defibrillator (s-ICD) accelerated the patient's rhythm into ventricular fibrillation (vf). In both instances, a second shock by the s-ICD device converted the vf. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The s-cid system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that twice an appropriate shock for ventricular tachycardia (vt) by the subcutaneous implantable cardioverter defibrillator (s-ICD) accelerated the patient's rhythm into ventricular fibrillation (vf). In both instances, a second shock by the s-ICD device converted the vf. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The s-cid system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined the device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that twice an appropriate shock for ventricular tachycardia (vt) by the subcutaneous implantable cardioverter defibrillator (s-ICD) accelerated the patient's rhythm into ventricular fibrillation (vf). In both instances, a second shock by the s-ICD device converted the vf. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The s-cid system remains in service. No additional adverse patient effects were reported. The s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined the device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.